Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation concluded that the reported difficulty grasping, slda, and subsequent patient effects were related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional clip for treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, and challenging anatomy due to short and restricted posterior leaflet. The leaflets were difficult to grasp due to the leaflet pathology. After approximately 10 grasps, the clip was successfully deployed without issue; however, almost immediately, a single leaflet device attachment (slda) was noted. The physician believes that the slda was related to the leaflet pathology. A second clip grasped without issue and was deployed without issue, treating the slda and reducing mr to 2. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.